Event description:
The recipient reportedly experienced biofilm at the implant site. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The recipient was reportedly treated with amoxicillin-clavulanic 875mg every eight hours for ten days, azithromycin 500mg once a day for three days (three groups each for ten days), clindamycin 300mg every six hours for ten days, clarithromycin every twelve hours for seven days, and levofloxacin 509mg every twelve hours for seven days.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issues have been resolved. This is the final report.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient was reportedly treated with antibiotics. The recipient's device was explanted on (B)(6) 2015. The recipient was reimplanted on (B)(6) 2015.